Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ needle was clogged. This was discovered before use. The following information was provided by the initial reporter: material no.: 305761, batch no.: 9276555. It was reported that the needle was unable to allow water to be pushed through. Clinician was trying to push water through the needle to see if it was occluded.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Event description:
It was reported that bd eclipse¿ needle was clogged. This was discovered before use. The following information was provided by the initial reporter: material no.: 305761; batch no.: 9276555. It was reported that the needle was unable to allow water to be pushed through. Clinician was trying to push water through the needle to see if it was occluded.